Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that surgeon thought the targeter missed hole # 3 after locking spots 1,2 and 4. The nail holding bolt was checked, trocars were down and the drill would not go through the appropriate #getting option.